Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery there was oversensing noise on the ventricular channel leading to inappropriate detection of ventricular fibrillation (vf) and inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.